Manufacturer narrative:
(B)(4).

Event description:
It was reported that under x-rays externalized conductors were observed during device replacement. No electrical anomalies were detected. Lead was capped and replaced. Patient condition is stable.